Event description:
Information was received based on review of a journal article titled, "periprosthetic femoral fracture within two years after total hip replacement¿ which analyzed the nordic arthroplasty register association database with 325,730 cemented femoral stems and 111,899 uncemented femoral stems inserted from 1995-2009. There were seven different hip systems followed, six of which were manufactured by competitors. There were 23,943 echo-bi-metric hip systems (biomet manufactured) followed. The journal article reports that one-hundred twenty-nine (129) bi-metric hips were revised within six months and one-hundred thirty-five (135) bi-metric hips were revised within two years. The article concluded that the shape and surface finish of the femoral stem and its fixation could be related to the increased risk of some prosthetic designs. Even if the incidence of early periprosthetic fracture in general is low and other reasons for revision must be considered, specific attention should be given to the choice of fixation and stem design in risk groups.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown. Initial reporter -the article was written by thien et al; the journal of bone and joint surgery, www.jbjs .org, volume 96-a, number 1, october 10, 2014; 96-e:167(1-7). The investigation was performed at the institute of clinical sciences, the sahlgrenska academy, university of g¨oteborg, g¨oteborg, sweden. 510k number - unknown; manufacture date ¿ unknown; 510k number - unknown.